Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals on the right atrial (ra) lead channel that led to inappropriate atrial tachy response (atr) episodes. Additionally, the ra lead channel exhibited low out of range pacing impedance. Additionally, the right ventricular (rv) lead channel exhibited a higher pacing impedance than usual. The rv pacing impedance remains within range. Technical services (ts) suggested following actions. It was noted that the patient fell prior to the atrial tachy response (atr) episodes and is in the hospital due to a brain bleed. The patient is stable. It is unknown if the fall was device related. The device remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact code. Correction to field b2: outcomes attrib to adv event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals on the right atrial (ra) lead channel that led to inappropriate atrial tachy response (atr) episodes. Additionally, the ra lead channel exhibited low out of range pacing impedance. Additionally, the right ventricular (rv) lead channel exhibited a higher pacing impedance than usual. The rv pacing impedance remains within range. Technical services (ts) suggested following actions. It was noted that the patient fell prior to the atrial tachy response (atr) episodes and is in the hospital due to a brain bleed. The patient is stable. It is unknown if the fall was device related. The device remains in use. No additional adverse patient effects were reported.